Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip were reported in a research article in a subject population with multiple co-morbidities including arteria hypertension, diabetes, hyperlipidemia, pulmonary hypertension, anemia, smoker, chronic obstructive pulmonary disease, pacemaker, oronary artery disease, dilated cardiomyopathy, atrial fibrillation, myocardial infarction, heart failure medication, heart failure, noac, mitral regurgitation, tricuspid regurgitation. Complications reported included death, unchanged mr, cardiogenic shock, unexpected medical intervention (CPR, reintervention, medication), surgical intervention, pericardial effusion, cardiac tamponade, infection, stroke; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: article title: mitral valve transcatheter edge-to-edge repair in the elderly¿a safe and effective therapy.

Event description:
The article "mitral valve transcatheter edge-to-edge repair in the elderly¿a safe and effective therapy" was reviewed. The article presented a retrospective single center study, to evaluate outcomes of octogenarians and nonagenarians undergoing mitral valve transcatheter edge-toedge repair (m-teer). Devices mentioned include mitraclip and pascal ace. The article concluded that *conclusion*. [The primary author and corresponding author was mirjam kessler at ulm university heart center with corresponding email: mirjam.kessler@uniklinik-ulm.de. The time frame of the study was january 2010 and december 2021. A total of 1118 patients were included in this study, of which 945 (84.5%) received an abbott device. Comorbidities included arteria hypertension, diabetes, hyperlipidemia, pulmonary hypertension, anemia, smoker, chronic obstructive pulmonary disease, pacemaker, oronary artery disease, dilated cardiomyopathy, atrial fibrillation, myocardial infarction, heart failure medication, heart failure, noac, mitral regurgitation, tricuspid regurgitation. Peri and post-procedural complications include, in hospital mortality, one year mortality.